Manufacturer narrative:
(B)(4). The product associated with this report will not be returned because it has not been explanted. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Multiple requests for further info have been made. Allergan has received no response from the authors. Erosion, ulcer, irritation, inflammation, epigastric pain, dysphagia, pyrosis, erythema, nausea, and vomiting are surgical/physiological complications and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of erosion as follows: caution: the band should not be sutured to the stomach. Suturing the band directly to the stomach may result in erosion. Caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract. Caution: over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation. Caution: anti-inflammatory agents, which may irritate the stomach, such as aspirin and non-steroidal anti-inflammatory drugs, should be used with caution. The use of such medications may be associated with an increased risk of erosion. Device labeling addresses the reported event of irritation/inflammation as follows: contraindication (s): the lap-band system is contraindicated in: pts with inflammatory diseases of the gastrointestinal tract, including severe intractable esophagitis, gastric ulceration, duodenal ulceration, or specific inflammation such as crohn's disease". "The material in this device has been shown in biocompatability studies to cause slight irritation in intramuscular implantation in animal models". Device labeling addresses the reported event of epigastric pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain and port site pain". Device labeling addresses the reported events of dysphagia and pyrosis as follows: "caution: insufficient weigh loss may be a symptom of inadequate restriction (band too loose), pouch or esophageal enlargement, and may be accompanied by other symptoms, such as heartburn, regurgitation or vomiting. If this is the case, inflation of the band would not be appropriate". "Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures." Device labeling addresses the reported events of nausea and vomiting as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended. Nausea and vomiting may also be symptoms of stoma obstruction or a band/stomach slippage."

Event description:
Reported events of nausea, vomiting, emetic/reflux esophagitis, epigastric pain, odynophagia, pyrosis, erosions/ulcers, erythema, inflammation, and erosive esophagitis within one pt from journal article: "endoscopic findings with severely symptomatic esophagitis from an overly restrictive laparoscopic adjustable gastric band", surgery for obesity and related diseases, ((B)(6) 2013). Electronic publication date on: (B)(6) 2013.